Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus history was not showing correct time or date for boluses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/17/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: the pump powered on normally during testing. The pump was able to be primed and exercised for 24 hours successfully. A 10u audio bolus and a 10u normal bolus were successfully performed. Both were accurately recorded in pump history with the correct time and in the correct order. The complaint was not duplicated during testing.